Event description:
The surgeon performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio) on (B)(6) 2011. After cutting the tibia, the surgeon observed that the tibia baseplate anterior peg hole was rotated laterally as compared to the plan. The surgeon determined that the proper course of action was to complete the procedure by drilling the peg holes using the manual instrument set. The surgeon was satisfied with the outcome of the procedure.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation was performed by mako surgical with regards to the robotic arm interactive orthopedic (rio). The evaluation concluded that the tibial array shifted prior to cutting the post hole. The array movement was most likely due to improper set-up technique. A review of labeling determined that proper set-up and instructions regarding the stability of the arrays and the impact array movement has on system accuracy are prominently stated. It was, therefore, determined that the involved devices performed as intended and allowed for the successful completion of the surgery.